Manufacturer narrative:
(B)(4).

Event description:
According to maxwell et al's article, 'ultrasound-guided continuous median nerve block to facilitate intensive hand rehabilitation,' from (B)(6) 2013, a (B)(6) man underwent surgery for hardware removal and extensive scar release. Due to severe post-operative pain, the pt was unable to comply with physical therapy. The pt had a median nerve perineural catheter placed. This catheter was secured at the skin with n-butyl-2-cyanoacrylate glue (indermil tissue adhesive), tincture of benzoin, an anchoring device, and clear adhesive dressings. On postoperative day 6, the pt returned to the clinic reporting the disconnection of his catheter from the infusion system overnight. The medical perineural catheter was replaced using the same technique as it was placed originally. On postoperative day 13, the catheter was removed without issue.